Event description:
It was reported that that the external pulse generator (epg) was not working and had broken upper case, three control knobs, three knob springs, two bail covers, two bail attachments, ring cover, and ring attachment. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not working. It was indicated that they keypad and control knob and other components were broken. The epg was returned to the customer unrepaired at the request of the customer. If information is provided in the future, a supplemental report will be issued.